Event description:
It was reported the patient was experiencing pain at the ipg site. The ipg had purulent secretion at the ipg pouch incision and infection. In turn, surgical intervention may be pending.

Event description:
Additional information was obtained that there was no reported infection. As such, the ipg in no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.